Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months. The explanted pump was returned for evaluation. The evaluation of the pump confirmed the presence of thrombus. Upon disassembly of the lvad, a thrombus formation was observed on the blades on the proximal-side of the rotor. In addition, a smaller thrombus formation was found seated adjacent to the outlet bearing ball and in contact with one blade of the outlet stator. The areas of denaturation on the thrombi indicate that they were present in the pump while it was operating; however, the non-laminated structure of the thrombus formations suggests that they did not initially develop in the locations in which they were found. Although their origins could not be conclusively determined, the structure and color of the smaller thrombus found in the outlet stator were similar to areas observed on the rotor thrombus, suggesting that it may have initially been a part of the larger thrombus in that location. The evaluation could not conclusively determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, their partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels and hematuria. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented with a lactate dehydrogenase level greater than 4000 u/l, an inr of 1.3, and dark urine but no heart failure symptoms. The patient reportedly felt well and pump parameters remained unchanged. An echocardiogram showed that the aortic valve was opening with every beat despite increasing pump speeds and that the left ventricle was slightly dilated. It was reported that the patient did not have any pre-existing conditions or concomitant issues that could have potentially contributed to device thrombus. On (B)(6) 2016, the patient underwent a pump exchange. No further information was provided.